Event description:
Staff was backing a resident on the tub chair into the whirlpool when the top of the chair came off. The chair shifted and pinched the employee's right hand knuckles between the chair and the tub. Maintenance took the chair out of service until they could repair it. The initial investigation concluded that there may have been an employee error that led to the problem, but another incident occurred and facility now believes the problem is with the chair.